Event description:
Patient reported the display of the infusion device is defective and it is possible to misinterpret the values on the screen. Patient reported experiencing no health problems. No further information is available. No physiological effects were reported. The patient did not require assistance form a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product. The display window is scratched due to a mechanical impact. Therefore, the display is no longer fully readable in the area where therapy-relevant information is visible. The scratched display cannot lead to misinterpretation of insulin amounts.